Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one endeavor sprint stent and one driver stent were implanted in the lad and one driver stent was implanted in the 1st diagonal. Approximately 5 years post the index procedure the patient suffered coronary stenosis and revascularization of the 1st diagonal was carried out approximately 6 weeks later with one unknown brand drug coated balloon. Investigator assessed that the event was not related to the study device. Patient recovered